Event description:
It was reported by the customer that they needed assistance priming their insulin pump and upon inquiring further, it was discovered that he had been hospitalized for reasons not provided. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.